Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - outer ring on the head of the screw broke off during implantation. Product was inspected prior to implanting and appeared normal. Surgeon implanted per usual following surgical technique. Broken outer ring was removed and the screw stayed implanted.

Manufacturer narrative:
The reason for this complaint was reported as the screw being over torqued. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome were reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The device was inspected prior to use and were deemed acceptable. The device was left in patient and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. There are no other complaints that allege this issue. The root cause of this complaint is likely due to the screw being over torqued. There are multiple factors that may contribute to the event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.